Manufacturer narrative:
(B)(4). Concomitant medical products: blunt tip screw 4x36mm lot#3024664, item#47248603640; blunt tip screw 4x40mm lot#3068469 item#47248604040; blunt tip screw 4x42mm lot#3010644 item#47248604240; cortical bone screw 4x26mm lot#3073720item#47248612640; proximal humerus nail cap 0mm lot#3073673 item#47248801000. Report source: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 9 months after initial op, a proximal screw was found to be backed out from the proper position. Patient underwent. Revision surgery where only the migrated screw was explanted. Attempts have been made and no further information has been provided yet.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided: product evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device used for treatment. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.